Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device's lcd screen was found to be blank and the flow sensor assembly was damaged. The device's lcd screen and flow sensor assembly were replaced to address the issues.